Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported by the child's father that the child was recently explanted and re-implanted, however, the clinic is reporting a failed device. No accident has been reported. Testing was carried out which showed the 10 channels have high impedances, indicating that the device has malfunctioned. Additional information was obtained reporting that the child received a mild impact on her implant site while playing with her brother. From then on the patient has no longer been able to hear with her device.